Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had no back up battery. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service provider checked the device and performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator had failed the extended self-test (est) and was inoperative.